Event description:
Performing a bmbx [bone marrow biopsy] - obtained the care with snarecoil bone marrow biopsy needed 11gax4". Every time I do a bmbx inspect my instruments to assure they are working properly. I obtained my core sample and was unable to retrieve the core. If felt like the coil would not release even though I had released the locking mechanism. After several attempts, I was able to pass the stylus through, however it was not smooth like it had been when inspecting the equipment. I was unable to get the core out of the instrument in one piece; it came out in many small pieces after passing the inner stylus multiple times. I needed to use another snarecoil and obtain another sample. Lot number 56464. I gave the packaging to [redacted] nurse manager - unfortunately, I did not save the instrument as it was sharp and had bone marrow on it. Patient aware that there was a problem with the device.